Event description:
It was reported by service report that the bed extender cable and connector is damaged. It is unknown if there was patient involvement, however, no adverse consequences are reported.